Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The sureform 45 stapler was analyzed and found the instrument was tested on an in-house system and recognized the reload color on 2 of 2 additional attempts. The instrument was clamped, fired, and unclamped without issue. The lodged component is white and appears to have originated from a white reload. Ftir was performed on the component and results indicate more than a 90% match with reload material. As white reloads were fired prior to the lockout failures experienced in the field, it is likely a reload was damaged during a previous fire and became stuck within the stapler jaws. The complaint regarding the sureform 45 stapler no longer recognized the new refill, was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, after the 4th refill used, the sureform 45 stapler no longer recognized the new staple refill (message indicating that the refill was already used or missing). This refill worked on a new sureform stapler used after. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The sureform 45 stapler was analyzed and found to have a white rubbery substance lodged in instrument jaws. The object measured 20.00 mm x 0.70 mm and does not appear to originate from the returned device. As a result, the device failed the reload recognition test, confirmed by a sureform lockout error observed in the customer system logs and during in-house testing. Further investigation confirmed additional observations. The instrument was found to have multiple reload recognition failure(s) during in-house testing. Digital signal processor logs indicate that the graphics user interface was not used to manually select reload color. The complaint regarding the sureform 45 stapler, no longer recognized the new refill, was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.